Event description:
Patient's status post removal of pacemaker generator with wires in several pieces and xray post op with potential fragments of pacemaker wires over the heart. Confirmed via CT of patient's chest: 12mm coiled wire in superior aspect of left hemothorax pleural space. Risk out weighed the benefits and it remained in patient.